Event description:
Painful nodules at injection site, red nodules at injection site, report received from a physician, on 16-feb-2006 regarding a patient. Who received injections of captique on an unknown date to the nasolabial fold. Several weeks after being treated, the patient presented with painful red nodules at the injection sites. The physician treated the patient with intralesional injections of kenalog. No further information was provided. At the time of the report, the patient's outcome was unknown. The physician did not provide his assessment of causality.